Event description:
The patient underwent surgery in 2005. In 7 months later, the surgeon found that the gamma nail lag screw penetrated the femoral head. The surgeon removed the gamma nail, and replaced it with the tha system.